Event description:
It was reported that shaft break occurred. The 90% stenosed, 30mmx3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured 20cm from the distal hypotube. No fragments was left inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30mmx3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured 20cm from the distal hypotube. No fragments was left inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned device consisted of a quantum maverick balloon catheter in two pieces. The balloon was folded tightly. The hypotube, inner/outer shaft, balloon and tip were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube and a complete separation in the hypotube located 56 cm from the tip/94 cm from the hub. The fracture faces of the fracture were ovalized, as if kinked prior to the separation. Microscopic inspection found the remainder of the device free of damage.